Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the aiming arm and insertion handle caused the drill bit to miss the proximal hole of the nail with the trocar in it. After maneuvering the surgeon was able to align with the nail. The surgery was successful with less than 30 seconds time delay. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As received condition of device; the percutaneous insertion handle was received intact with signs of wear. There are hammer dents on the underside of the arch and marks from use with a driving cap. The balance shows light scrapes and the etchings are legible. One percutaneous insertion handle and one aiming arm, for antegrade standard locking, were received with the complaint category of ¿device interaction: misalignment.¿ the returned aiming arm is used in femoral nail insertion when utilizing the antegrade approach. The percutaneous insertion handle is an ¿also available¿ option to be used in place of the standard insertion handle. The returned aiming arm and insertion handle connect directly and are used together to ensure alignment of the proximal locking screws. This information is provided per the titanium cannulated/retrograde/antegrade femoral nail technique guide. There are hammer dents on the underside of the arched portion and marks from use with a driving cap. The balance shows light scrapes consistent with the wear from use. There are scrapes, hammer dents, and worn edges such that the anodized layer has been removed in places. To replicate the complaint condition, a 12mm titanium cannulated retrograde/antegrade femoral nail, a cannulated connecting crew, for percutaneous insertion handle, a 12.0/8.0mm protection sleeve, a 8.0/4.2mm drill sleeve, and a 4.2mm trocar were used with the returned devices. The construct was assembled to these known good parts and at no time did the construct fail to properly align. Thus, the complaint condition is unconfirmed and could not be replicated. The technique guide recommends that the user ¿confirm that the nail is securely connected to the insertion handle, especially after hammering¿ and specifies the proper technique. The returned devices are not indicated to be hammered on directly and forces are not to be exerted on the aiming arm, protection sleeves, and drill bits. Therefore, not checking the connecting screw, further complicated by hammering on the returned devices directly, likely resulted in the misalignment. The percutaneous insertion handle was manufactured after the release of the current drawing revision; therefore, the current design drawing was reviewed. The designs were found to be sufficient for their intended use and the design history of the aiming are did not impact the complaint condition. Therefore, this complaint condition is not the result of a design deficiency. The hazard is ¿drill will miss locking hole and damage nail¿ caused by ¿surgeon did not check and retighten the connecting screw before locking,¿ adequately addresses the harm of this complaint condition. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.